Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure of an aveir dr system that the right atrial leadless pacemaker (ralp) was repositioned twice due to too much movement while in tether mode. After the third fixation, the physician noted on intracardiac echocardiography that there was a pericardial effusion. The ralp was left implanted with electrical measurements within normal limits and a pericardiocentesis was performed successfully. The patient was stable following the procedure.